Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad is peeling at the up arrow. The contrast & down buttons have an intermittent response. Removed the keypad and found the ok button contact inverted, also found contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.